Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hcp is reporting to bfarm/nca: "revision surgery of the right hip joint with cup replacement on (B)(6) 2023 because dislocation of the pe inlay from the metal cup with consecutive contact of the ceramic head with the metal cup." Doi: sep 2011, dor: on (B)(6) 2023, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device confirmed the reported allegation. It was observed that interlock feature edge of the liner denoted four anti-rotation device (ard) tabs sheared off from the liner. A slightly deformation was also observed on the device's rim which denoted that the edge of the liner was loaded by the femoral head and patient's body weight. Based on the observations, it is reasonable to conclude that a disassociation event occurred between the liner and the cup. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) quantity manufactured: (B)(4). 2) date of manufacture: 20-july-2011, 3) any anomalies or deviations identified in DHR: none, 4) expiry date: july-2016, 5) IFU reference: IFU-0902-00-701. Device history review: a manufacturing record evaluation was performed for the finished device [121832052 / 122559] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.